Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The workstation and c-arm boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.